Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high pacing impedance, high capture threshold, and decreased sensing on the right ventricular (rv) lead were noted. The lead was reprogrammed to a unipolar configuration to obtain normal electrical values, and the lead will continue to be monitored. The patient was stable with no adverse consequences.